Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) was consulted and recommended device explant and replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) was consulted and recommended device explant and replacement. This device remains in service. No adverse patient effects were reported. Additional information indicated this pacemaker has been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.